Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stimulation. It was reported that the patient rep as well as the patient were both present at times during the call. Patient reported they are having a problem with their interstim. The patient has been experiencing periodic shocks for the last 7-10 days. Patient also reported a problem with their left kidney which started to act up yesterday. In the past, patient had seen a company rep who told patient there was about 15 months left on the ins battery and told patient the wires were ok at that time. Patient was hoping to get in touch with this rep again but they are not available. Patient is currently in pennsylvania but their managing physician is located in new jersey so patient is looking for a doctor/hospital to go to address their concerns. Agent provided hcp listings. Patient also asked for assistance using the 3037 to check therapy status, as patient wanted to confirm that they had turned therapy off. Agent reviewed information. Patient decided to turn therapy back on again and indicated they plan to take a small amount of dilaudid to help manage their kidney pain.